Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. At start up, it was confirmed that the raid1(mirror degraded) and one out of the four had drives registered an error. Visual inspection also confirmed a damaged key lock mechanism; it was broken and missing. The hard drives were rebuild and the problem was fixed. A virus scan was performed and patient data was removed. Os and application started successfully. The computer was installed on another imaging device. Motion and generator were ready, charging and communication were successful and 3d and 2d images were acquired. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the driver stated that the mvs would not always boot up. The mvs computer was replaced, back up files were loaded and the system was ready to use. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system's mobile view station (mvs) would not boot. There was no patient present when this issue was identified.